Manufacturer narrative:
Continuation of d10: product ID 37612 lot# serial# (B)(6) implanted: (B)(6) 2011 explanted: product type implantable neurostim ulator product ID 748251 lot# serial# (B)(6) implanted: (B)(6) 2002 explanted: product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. The patient revealed that she is no longer experiencing scalp pain or pain running down on the extension. Managing doctor did not feel comfortable revising the right side since her pain resolved.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID 37612 lot# serial# (B)(6) 4h implanted: (B)(6) 2011 explanted: product type implantable neurostimulator product ID 748251 lot# serial# (B)(6) implanted: (B)(6) 2002 explanted: product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note that this device was used in an off-label manner as it was implanted for dystonia. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the nurse programmer contacted the rep and said the patient had high impedances of 12,000 ohms on one of the contacts on one of her ins's. The patient went in for a programming session and reported a loss of benefit from one side. The 12,000 ohms was used as the anode in a bipolar configuration for the patient's therapeutic settings. The nurse said the current output seemed low. The nurse used the adjacent contact as the positive contact and the patient's impedances were normal and the output increased and the symptoms improved. Additional information was received stating the left ins had impedances of 2,552 on contact. The nurse switched the patient to contact and their symptoms resolved. On the right ins, impedances were 12,000-13,000 ohms on all combinations involving contact the patient did not use contact 1 so the impedances were not impacting therapeutic settings. Additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep) reporting that the patient is now feeling a shocking/painful sensation on her scalp on her right extension all the way down to her ins. The patient is being referred to neurosurgery for surgical consult. The patient is still getting benefit from therapy.